Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was in a lot of pain. The caller stated that the battery in their butt was not where it should be. The patient stated that there is a hug knot above the battery causing the patient a lot of pain and they can't walk. The patient stated that if they can't take care of their significant other. Patient services reviewed that they need to seek medical attention. The patient contacted a healthcare provider (hcp) but was referred to their primary doctor and they had recently quit. The patient was given the number of another hcp in the area. Patient services reviewed that the patient could go to the emergency room, but it wasn't endorsed.